Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported issue of pcu system error 800.8000 was confirmed through log analysis and replicated during the investigation. However, the root cause of the reported issue was not identified. The probable root cause of the issue can be attributed to a hardware issue, failure in the logic board, and especially the network card. During the internal and external inspection of the suspect pcu, there were no findings observed that could be attributed to the reported complaint. The error, event, and battery logs were retrieved from the suspect pcu via alaris system maintenance (asm) to ascertain programming and event details associated with the alleged incident. The event date was reported as 10oct2025; time was not reported. The error log showed sixteen (16) instances of error code 800.8000 on 30sep2025 at 7:49 am. The error code 800.8000 indicates a software failure. During the device test, the suspect pcu was powered on and displayed system error on the screen. Once the pcu was restarted without errors in maintenance mode a battery conditioning test was initiated and completed successfully. The test results indicated that the battery's original capacity was 3400 mah, and the post-conditioning capacity measured 3915 mah. This value falls within the acceptable specification range. Network configuration information was updated with bd facility information, and a 24-hour programmed infusion was scheduled. No errors or alarms were displayed during the entire infusion. The bd alaris¿ pc unit system error tip sheet notes that the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). There was no patient involvement. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had 185 various error codes including 800.8000. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had 185 various error codes including 800.8000. There was no patient involvement.